Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with light sensitivity in both eyes outdoors and indoors. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome causing burning and eyes to close outdoors and indoors. Patient reported symptoms are not interfering with daily activities. Patient was started on prolensa every hour in both eyes. Bcva from (B)(6) 2017: right eye post-op 20/20 -1.75 x -.25 x 0, left eye post-op 20/20 .25 x -.75 x 115.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.